Event description:
During a ptca procedure, the maverick2 monorail balloon ruptured at 6 atms on the initial inflation. The lesion being treated was a calcified and 100% stenotic lesion in a very tortuous rca. No pt injuries or complications were reported.